Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to a downstream blockage, kink in the fluid path, or a closed tubing clamp; if not, the dso sensor may not be operating as intended. The most probable cause for the blank screen was due to the batteries being removed from the pump and being reinserted backwards, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported the device is alarming high pressure. The patient removed the batteries and now the pump is alarming with a blank screen. Patient not affected." No additional information available. No patient injury.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.